Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the lead was returned in 2 segments severed 610 millimeters (mm) from the terminal pin, set screw marks were noted on the lead terminal pin, dried blood/body fluid was noted in the lumen, slight insulation separation was noted and the lead body insulation was noted to be twisted in a few places. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis concluded that the twisting of the lead was consistent with twiddler's syndrome.

Event description:
Boston scientific received information that this lead exhibited high threshold measurements and was observed to have dislodged. It was noted that the patient suffered from twiddler's syndrome. An invasive procedure was performed. Upon opening of the pocket, the antenna on the header of the cardiac resynchronization therapy defibrillator (crt-d) was noted to be broken/separated. The device was explanted and replaced and the lv lead was explanted and replaced. No additional adverse patient effects were reported.